Event description:
I had ankle/arch reconstruction fusion surgery on (B)(6) 2012. At the two week cast removal and xray, all was fine. I was put in a boot but still had to be off my feet, non-weight bearing for four more weeks. At the six week check up, I was told I can start putting 25 percent weight on my feet while walking. It was very painful. I went back in (B)(6) complaining of excruciating pain. An xray showed the titanium screw in my ankle was broken. That area where the fusion was, and the screw was broken, is where all of the pain still is. I had surgery on (B)(6) 2014 to remove part of broken screw and two other screws that were at my heel causing a lot of pain. Half of the broken screw was left in because it was in the bone and surgeon decided it was better to leave it in. I requested from the surgeon, and nurses, the 2 1/2 screws that were removed and was given the wrong screws. I have a picture of the screws and they don't match up. I am now having yet another surgery on my foot on (B)(6) 2015 to take out the rest of the broken screw, and fuse the ankle joint in place. I will have another long and painful recuperation, with my foot elevated for a few weeks, then learning to walk again. The screw must have been defective as the four other screws in my foot were fine. How can I find out if any screws were recalled. I pay (B)(6) a year for health insurance with a (B)(6) deductible. (B)(6). If these health costs from my next surgery are high, I'm not sure what we will do. I really need to know if the screws were recalled. Thank you. (B)(6).